Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle was stuck with guidewire, whole set was removed and it was noted the guide wire coil spring was separated from the core wire structure.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that the needle was stuck with guidewire, whole set was removed and it was noted the guide wire coil spring was separated from the core wire structure.